Event description:
The customer reported that this intellivue mp5 monitor had generated a visual speaker error "speaker malf." Inop and no sound from unit.

Manufacturer narrative:
(B)(4). The customer reported that the intellivue mp5 monitor had generated a visual speaker error "speaker malf." Inop and no sound from unit. It remains unk whether the speaker completely failed, or if the speaker still emitted sounds despite the error message (no sounds at all vs. Crackling/distorted sound). As the customer has apparently recognized the speaker failure, and as no pt adverse event/adverse pt impact was reported to have resulted from this issue, it is considered that the issue was immediately obvious to the user. Generally, pt alarms and technical inops will continue to be annunciated at the central station (if networked). In an abundance of caution we will report loss of audio even though a visual warning is provided and product labeling describes personal surveillance and to not rely exclusively on the audible alarm system for pt monitoring. Adjustment of alarm volume to a low level or off during pt monitoring may result in pt danger. User should remember that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment. The intention on monitoring would be in close personal observation as specified in the product labeling. This would alert the user to a possible device issue to troubleshoot the device or implement alternative monitoring. User reference guide m8105-9001c/4512 610 29031 (pg 41) describes personal surveillance. This would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the monitor. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.